Event description:
It was reported that during an unknown procedure, clips were not forming properly. It was not reported how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.